Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine device check. Upon interrogation, the pacemaker exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2018. The patient was in a stable condition before, during and after the procedure.